Manufacturer narrative:
(B)(4). Date sent: 12/01/2025. D4: batch #384d53. Corrected data: d4 (UDI, expiration date), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and no reload present. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. The damage to the distal channel retainer is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described of hemostasis controllable and malformed staples could not be confirmed as the staple line and cut line were complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number 384d53, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2025. Additional information was requested, and the following was obtained: did the device deliver any staples? -yes if yes, were the staples formed properly? -no did the device cut? -yes if yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? -unknown was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? -malformed staples how was the bleeding controlled? -suture sewing. How much blood was lost (ml)? -unknown did the patient require a transfusion? -unknown is the current patient status known? -discharged was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no. Updated data: h6 (health effect - clinical code), h6 (medical device problem code).

Manufacturer narrative:
(B)(4). Date sent: 10/22/2025. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Could you please provide more details about the type of oozing? Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number a9758e, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the stapler only severed the target blood vessel but failed to close and staple it. After the vessel bled under pressure, immediate emergency hemostasis measures were taken to stop the bleeding, followed by vascular suturing using non-absorbable sutures. There was no patient consequence nor surgical delay reported. No additional information provided.